Manufacturer narrative:
.

Event description:
Revision surgery of an rt plus modular knee due to stiffening of the hinge mechanism of the implant. During revision surgery the hinge mechanism was found jammed, the pe insert broken and dislocated.